Manufacturer narrative:
Product complaint # : (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the 1.6mm wire sleeve was received at us cq. Upon visual inspection, the device was found to be bent. No other issues were identified with the returned device. Device failure/defect is identified. Complaint is confirmed. Investigation conclusion: the overall complaint is confirmed as the device was bent. However, the broken condition could not be confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code#: 323.023 synthes lot #: 4822257 supplier lot #: 4822257 released to warehouse: 18oct2004 supplier: brandywine mrr#'s 54009 & 54420/ po# 1119211/ 2004 was generated during production for 2004. The product was dispositioned as heat treat stains on parts/ etch smeared and missing. This non-conformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, six (6) depth gauges, one (1) spindle nut, one (1) wire sleeve, one (1) handle for torque limiting attachment, and one (1) universal chuck were broken. There was no patient consequence. There is no further information available. This report is for one (1) 1.6mm wire sleeve. This is report 3 of 10 for (B)(4).